Event description:
It was reported that the pulse generator had issued a low battery indicator. Interrogation of the device revealed that the battery voltage was within acceptable levels and that the alert was premature. The alert was cleared and the device remained implanted. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).